Manufacturer narrative:
Correction information: g6: follow up #1. Evaluation summary: the defect is foggy image which happened before the procedure. The repair engineer inspected and repaired the scope to replace below spare part: q005-u5010-1 distal end assy w/tubes & cmos assy 1 q005-u5013(210908). D997-sa088 bending rubber 1. D757-u5030-2 insertion flexible tube 1. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 17-apr-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 17-apr-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "the foggy appear in the middle of image" involving pentax medical endoscope, model ec38-i10cf, serial number (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(6) service workshop and is pending evaluation and repairs.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.